Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at ipg site. It was also noted that the patient had a new pain. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient¿s pain was not related to the ipg as it was related to the non-device related arthritis and no revision was recommended. It was noted that the patient¿s pain was not located at the ipg site and this was not device related. No further course of action.

Event description:
A report was received that the patient was experiencing pain at ipg site. It was also noted that the patient had a new pain. The patient will undergo a revision procedure. No device malfunction was suspected.